Event description:
During an incident in 2005 involving a patient in cardiac arrest with CPR in progress by another crew upon arrival and their defibrillator attached to the patient and the patient analyzed twice as "no shock indicated", this defibrillator was connected and the analyze option was not present; they received the message "monitoring only". They reconnected the original crews defibrillator until an als crew arrived and took over patient care. The patient was pronounced at the scene.